Manufacturer narrative:
Updated fields: b4, e4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that rear of console cover has sustained previous damage. Console cover was replaced to fix the issue. Helium tubing was quoted due to potential damaged. However upon closer evaluation, it was determined that the helium tubing did not need to be replaced. The unit passed all performance and safety tests according to factory specifications. The unit was returned to customer.

Manufacturer narrative:
After further review, an initial and supplemental emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had damaged console cover, pressure tubing and helium tubing. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.